Event description:
It was reported that the screen is "fuzzy." The screen cannot be read. The unit will not monitor patients. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display was an almost solid white illumination on all brightness settings. The lcd was confirmed to be defective. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.